Event description:
It was reported that the patient experienced a pericardial effusion. A micro atrial lead perforation was suspected. The effusion was drained and the patient was recovering in the ICU. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.